Event description:
It was reported that during while flushing, the catheter ruptured and a cannula needle was removed and placed. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking catheter tubing is confirmed and was determined to be use related. One 4 fr powerpicc was returned for evaluation. An initial visual observation of the returned powerpicc revealed blood use residues throughout the returned device. A functional test of infusing water into the catheter using a 12 ml syringe revealed a leak along the extension tubing of the device. A microscopic observation revealed a circumferentially aligned split with sharp fracture edges. The fracture surface appeared to be granular. The characteristics of the split appeared to be caused by damage from a sharp instrument such as a forceps. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.